Manufacturer narrative:
This is one of two products involved with the reported adverse events for this patient, and the associated manufacturer report numbers are 3003742446-2015-00056 and 1016427-2015-00048. Complaint conclusion: an MRI technician called for MRI compatibility and additionally reported an adverse event. In 1997, a patient had a palmaz schatz stent placed in the mid-rca for unknown reasons by unknown physician, at buffalo general hospital. It was unknown if patient was hospitalized. On an unknown date, a cypher stent was placed in the mid right rca by unknown physician for unknown reasons. Hospitalization information was unknown. On 2010, the patient had a non-cordis stent placed in an unknown vessel for unknown reason. MRI technician has no other further information. The device remains implanted in the patient; therefore it was not available for analysis. A DHR review could not be conducted as a lot number was not provided. Coronary artery restenosis is often associated with the progression of coronary artery disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-coronary stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of coronary atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Without a lot number to conduct a DHR review for the palmaz schatz stent, it is not possible to determine if the reported failure could be related to the manufacturing process. However, based on the information reported, there is no indication that the event was related to a design or manufacturing issue. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Please note that the event date is unknown. Please note that the implant date ((B)(6) 1997) was provided incorrectly in order to meet electronic medwatch acceptance requirements. It is only known that the event occurred in 1997; the month and day is currently unknown. Concomitant devices: cypher us rx - lot 15153176. The device remains implanted in the patient, therefore it is not available to be returned for analysis. A device history record (DHR) review could not be conducted as an incomplete lot number was provided (13555). Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse events for this patient, and the associated manufacturer report number is 3003742446-2015-00056.

Event description:
An MRI technician called for MRI compatibility and additionally reported an adverse event. On 1997, a patient had a palmaz schatz stent placed in the mid-rca for unknown reasons by unknown physician, at (B)(6) hospital. It was unknown if patient was hospitalized. On an unknown date, a cypher stent was placed in the mid right rca by unknown physician for unknown reasons. Hospitalization information was unknown. On 2010, the patient had a non-cordis stent placed in an unknown vessel for unknown reason. MRI technician has no other further information.